Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: based on the picture, after reviewing the manufacturing records, and taking into account our experience, the most probable origin of the cannula detached from the hub could be related with an inappropriate dosage of epoxy (adhesive use to join hub -plastic part- with cannula -metal part-). This could happen during the cannula assembly process, probably because of a temporary stoppage of cannula assembly station like a power shutdown or a jump in any point of the line. Really, this would be a very unusual circumstance because the needles are 100% inspected for presence of epoxy in the manufacturing process, rejecting any needle with absence or improper amount of adhesive. Therefore, based on the preventive measures and our stringent sampling inspection, bd is certain that the probability of occurrence of this non-conformance is very low and this should correspond to a very isolated case. Batch history review of the reported lot has been reviewed confirming that the manufacturing process and quality controls were performed and no issues or quality notifications related with the reported circumstance occurred. Cannula pull out test is tested in a routinely as part of the in-process control plan during manufacturing and prior to release every single needle batch to the market and bhr review confirmed that all results obtained were found well according to product specification and iso 7864 requirements. Investigation conclusion: provided picture show a hub plastic yellow part - without expected cannula metal part which is bent and cross shield at the top of the shield. Unfortunately, cannula is not available to check residue of epoxy (adhesive used to join hub cannula). Root cause description: absence of epoxy dosage due to a temporary assembly line stoppage.

Event description:
It was reported that a needle break occurred before use with a needle 30ga 1/2in. The following information was provided by the initial reporter, "we have received a complaint in relation to product lot number bd304000 lot number: 180930. The customer states that there is a surplus loose needle within the sealed packaging."